Event description:
It has been reported that the bd q-syte luer access split septum has been found experiencing five occurrences of clogged devices during use. The following has been provided by the initial reporter: syringe inject to qsyte, qsyte is move back.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received two used q-syte units with no packaging from material number 385100. The lot number is unknown. Through the visual / microscopic examination there was no physical/mechanical damage observed on any of the external areas of the q-syte units. There was no damage along the column walls. The septum slit cut was present. A flow rate test was performed where both units has water flow through the q-syte unit as intended. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd q-syte luer access split septum has been found experiencing five occurrences of clogged devices during use. The following has been provided by the initial reporter: syringe inject to qsyte, qsyte is move back.